Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. The procedure was completed with manual compression, and pulsatile flow was observed from the bleed-back indicator. There was no reported patient injury. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned solid black. The button was difficult to depress but was eventually fully depressed, and the indicator window remained solid black with no red color during retraction. The device was not deployed outside the patient, and the operator was trained and used the vcd in an interventional procedure. The exoseal vcd was stored and prepared according to the instructions for use (IFU), and the procedure used a retrograde approach. No device or package damage was visible prior to use. A non-cordis sheath from terumo was used. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, nor any evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. The procedure was completed with manual compression, and pulsatile flow was observed from the bleed-back indicator. There was no reported patient injury. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned solid black. The button was difficult to depress but was eventually fully depressed, and the indicator window remained solid black with no red color during retraction. The device was not deployed outside the patient, and the operator was trained and used the vcd in an interventional procedure. The exoseal vcd was stored and prepared according to the instructions for use (IFU), and the procedure used a retrograde approach. No device or package damage was visible prior to use. A non-cordis sheath from terumo was used. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, nor any evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile vascular closure device 7f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed and the indicator wire was found retracted. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. Functional analysis could not be performed since the unit was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) actuation difficulty¿ was not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed and the plug not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the event reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.